Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.060; lot: l564561; manufacturing site: bettlach; release to warehouse date: october 13, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection: the received drill bits are in a used condition. The tips, as well the cutting edges, are worn. The rest of the instruments (concomitant parts) are in good condition. Functional test: a functional test together with product development (sustaining engineering) was performed. Another nail was available to reproduce the complained issue. The returned instruments passed the functional test successfully. The drill sleeves as well the drill bits met the nail holes as intended. No interfering could be detected. Dimensional inspection: this investigation is focused on the functional issue and this was covered through the functional test performed. Therefore, no measurements of the features are required. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: unfortunately, we are not able to determine the exact cause of this complaint. Based on our investigations, we only can assume that possibly an insufficient connection, or not exactly following the surgical technique, could have contributed to the complained issue. Since the reported occurrence could not be reproduced, we determine this complaint as unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) surgery for the humeral neck fracture on (B)(6) 2018, an unknown drill bit has interfered with an unknown multiloc humeral nail. Initially, there was no problem detected when the surgeon checked the nail after its insertion. After the first unknown distal locking screw was inserted, the surgeon drilled for the second unknown distal screw using first with an unknown 2.4mm kirschner wire (k-wire) and then with an unknown 3.0mm k-wire. Then, when the surgeon drilled using the drill bit, the drill bit interfered with the nail. The surgery was completed successfully although it was not reported how the surgery was finished. There was a surgical delay of less than 30 minutes reported. There was no adverse consequence to the patient. Concomitant devices reported: unknown k-wire 2.4mm (part # unknown, lot # unknown, quantity 1), unknown k-wire 3.0mm (part # unknown, lot # unknown, quantity 1) and unknown drill (part# unknown, lot# unknown, quantity 1), protection sleeve (part # 03.010.063, lot # : 8326169, quantity 1), protection sleeve (part # 03.010.063, lot # 8837522, quantity 1), drill sleeve (part # 03.010.064, lot # 8368829, quantity 1), drill sleeve (part # 03.010.064, lot # 8757765 quantity 1), trocar (part # 03.010.069, lot # 8290579 quantity 1 ), trocar (part # 03.010.069, lot # 8582518 quantity 1 ), insertion handle for multiloc (part # 03.019.006, lot # 9073129, quantity 1), aiming arm (part # 03.019.008, lot # 8346824, quantity 1). This report is for one (1) 3.2mm three-fluted drill bit. This is report 3 of 3 for complaint (B)(4).